Event description:
It was reported the patient had a loss of therapeutic effect. The few days prior to report, the patient was "going to the bathroom and getting urinary tract infections frequently." The patient could barely feel stimulation, but could tell by "symptom control" that it was not working. Since the prior night the patient programmer would only show a green light next to the patient programmer battery and "nothing else." An attempt to turn on the stimulator by placing the patient programmer next to the device was unsuccessful. The issue regarding the patient programmer was not reported to be related to the urinary tract infection. The additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:¿ product ID 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3095-10 , serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: extension. Product ID: 3093-28, lot# v048075, implanted: (B)(6) 2007, product type lead.

Event description:
Additional information received from the patient indicated that they wondered if they had a urinary tract infection (uti) with their current system, since previously when they had symptom return, they had gone to the healthcare provider to find that they had a uti. It was unknown when this occurred. The patient further stated that they were not sure if the previous implantable neurostimulator (ins) was replaced due to end of life or normal battery depletion. They noted that they experienced a sudden loss of therapy in 2012, and the ins battery was replaced as soon as possible. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2007 (B)(6), product type extension; product ID 3093-28, lot# v048075, implanted: 2007 (B)(6), product type lead; product ID 3031a, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient; (B)(4).